Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:evaluation revealed that the large prime was verified in the prime history. The force sensor calibration reading was high. The force sensor resistance reading was 6.1k ohms. The battery cap spring was corroded. There was no corrosion or cracks in the battery compartment. The leak test passed. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor reading was high. This report is made based on results of investigation completed on 03/10/2014.